Manufacturer narrative:
Investigation findings: an initial evaluation completed in 2007 showed no "blood-colored" debris inside the handpiece. Linvatec received the hose, sternum saw and sterilization tray for eval, and sent all devices to a third party lab for analysis in early 2008. Findings received a week later, the lab compared a sample of the stains in the sterilization tray to a sample of orange colored liquid from a universal hose. This comparison was performed because of previous user reports of a similar liquid found leaking from the universal hose following cleaning and sterilization. The lab analysis found both samples identified a series of organic dyes as the most likely match. The third party lab investigation regarding colored liquid leaking from the universal hose following cleaning and autoclave sterilization identified the liquid/residue as excessive dye coming from the braided threading located on the exterior of the inner hose. The dye from this braid was found to be leaking into the interior of the hose manifesting as a colored liquid/residue. The lab also determined through testing that this residue is non-cytotoxic and non-reactive. In addition, the dye coming from the braid located on the exterior of the inner hose would exit via the exhaust portion of the hose and out the coupling end of the hose located next to the supply source and away from the pt. The actual venting of air supplied to operate the handpiece occurs inside the inner hose. A formal corrective action is in place for this problem of color liquid leaking from the hose. As of 2007, natural nylon braid material is being used for the exterior of the inner pressure hose.

Event description:
The user facility reported "blood-colored liquid" leaked into the sterilization tray which contained this universal hose and a sternum saw handpiece. There was no report of pt involvement or surgical delay with this event.